Event description:
It was reported that this brady lead was surgically explanted due to unknown product performance issue. This brady lead was replaced with the different model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically explanted due to lead perforation through the heart which was visualized by computed tomography sitting in the pericardial space. In addition, the patient experienced pericardial effusion and undesired sensations. This brady lead was replaced with the different model. No additional adverse patient effects were reported. Additional information received which indicated that patient experienced chest pain upon arrival to emergency room. Brady lead will not be returned for analysis.

Event description:
It was reported that this brady lead was surgically explanted due to lead perforation through the heart which was visualized by computed tomography sitting in the pericardial space. In addition, the patient experienced pericardial effusion and undesired sensations. This brady lead was replaced with the different model. No additional adverse patient effects were reported.